Manufacturer narrative:
Conclusion: potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the mild aortic insufficiency was most likely due to sub optimal position as the valve moved from target position. A mild aortic insufficiency has minimal impact on the patient and is generally deemed an acceptable residual condition. Conclusive causes could not be determined from the limited information available.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve moved into the aorta after deployment causing aortic insufficiency. Subsequently a second valve was successfully implanted, valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)